Manufacturer narrative:
Correction to bsc aware date to 09/02/2022 from 08/05/2022.

Event description:
It was reported that this right ventricular (rv) lead exhibited ventricular channel oversensing of atrial signals. The patient underwent an x ray and will be seen by a cardiologist. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent a lead revision procedure in which the rv lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited ventricular channel oversensing of atrial signals. The patient underwent an x ray and will be seen by a cardiologist. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent a lead revision procedure in which the rv lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 impact code of imaging. Correction to bsc aware date to 09/02/2022 from 08/05/2022.

Event description:
It was reported that this right ventricular (rv) lead exhibited ventricular channel oversensing of atrial signals. The patient underwent an x ray and will be seen by a cardiologist. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent a lead revision procedure in which the rv lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were reported.